Event description:
A right ventricular apical lead was extracted due to suspected failure. On explant, it was found that the proximal coil was damaged. The ICD was replaced due to blood and corrosion found in the header of device after explant. There was no injury to the patient.historically, the patient underwent a revision 6 months ago. One week later, she was noted to have frequent bursts of vt/vf on her lead and returned to the lab. This was thought due to possible setscrew issue in the header and a new device was placed. Following this, she was more recently also found to have inappropriate sensing due to artifact and her proximal coil was noted to show signs of crush injury at the level of the costoclavicular ligament with tension noted on the right ventricular lead.analysis of the lead with "bench-top analysis" demonstrated reproducible noise on svc (superior vena cava) coil; however, we were not able to reproduce the noise on the distal rv (right ventricular) tip to ring and the electrograms looked good. For this reason, the can was replaced out of concern that perhaps something might be an issue with the distal pin of the rv lead.

Event description:
A right ventricular apical lead was extracted due to suspected failure. On explant, it was found that the proximal coil was damaged. The ICD was replaced due to blood and corrosion found in the header of device after explant. There was no injury to the patient.historically, the patient underwent a revision 6 months ago. One week later, she was noted to have frequent bursts of vt/vf on her lead and returned to the lab. This was thought due to possible setscrew issue in the header and a new device was placed. Following this, she was more recently also found to have inappropriate sensing due to artifact and her proximal coil was noted to show signs of crush injury at the level of the costoclavicular ligament with tension noted on the right ventricular lead.analysis of the lead with "bench-top analysis" demonstrated reproducible noise on svc (superior vena cava) coil; however, we were not able to reproduce the noise on the distal rv (right ventricular) tip to ring and the electrograms looked good. For this reason, the can was replaced out of concern that perhaps something might be an issue with the distal pin of the rv lead.